Event description:
Complaint was forwarded by the repair vendor to MFR on (B)(6) 2010. The event is reported as: the handle broke off during an unspecified procedure. Unk if pt injury. Additional info was requested but was not received.

Manufacturer narrative:
Evaluation: result: visual exam confirms handle is broken. From 05/11/2008 to 05/11/2010, no similar complaints were filed for this catalog code and defect during this time period. Sample received-the handle is found to be made from metal injection molding. Conclusions: root cause: metal injection molding (mim) on distal handle breaking due to material property. Mim handles were replaced with machined handles in 2003. No corrective action required.